Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 30094055l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the catheter sterilization was compromised. It was reported that the outer package looked like it had water damage. In addition, there seemed to be fluid inside the sterile package. The package was never opened. No patient consequence was reported. Since the sterile package was compromised, this issue was assessed as reportable.